Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated adnd attributed to button board. The button board was replaced to resolve the report. The device was recertified and returnedto the customer. Analysis for reports of this type has not identified as an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the selector knob. Complainant indicated that there was no patient involvement in the reported malfunction.